Event description:
Md reported issue with central line placement. During the withdrawal of the guidewire after the triple lumen central line had been placed, md noted that the end of the guidewire (that was not inside the patient at any point of the procedure) had began to unravel. Md expressed concerns that this could have ruptured a valve if it had unraveled inside of patient.